Event description:
It was reported during saline infusion, swelling is noted at the PICC insertion point. The PICC is removed and a hole is found at cm 5 of the catheter. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was dressed straight along patient's arm and secured with securacath, total length unknown. PICC was used for unknown oncology treatment. Leak was identified thru extravasation inside the patient at the 5cm mark. It is unknown if patient or care giver completed maintenance on the device, or if any xray imaging is available. Catheter site was cleaned with clorexidina 2% in ipa 70%

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during saline infusion, swelling is noted at the PICC insertion point. The PICC is removed and a hole is found at cm 5 of the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and two splits were observed between the 4 cm and 5 cm and the 5 cm and 6 cm depth markings. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported during saline infusion, swelling is noted at the PICC insertion point. The PICC is removed and a hole is found at cm 5 of the catheter. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was dressed straight along patient's arm and secured with securacath, total length unknown. PICC was used for unknown oncology treatment. Leak was identified thru extravasation inside the patient at the 5cm mark. It is unknown if patient or care giver completed maintenance on the device, or if any xray imaging is available. Catheter site was cleaned with clorexidina 2% in ipa 70%.